Manufacturer narrative:
The returned pi lot #ck01526 was sent to the manufacturing facility for visual, functional and dimensional testing. The cone was found to be within specifications. The product met the acceptance criteria. The returned product investigation results do not indicate a product deficiency.

Manufacturer narrative:
Conclusion - the system was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic is reporting this event only and did not request field service or clinical support. Conclusion - inspection and evaluation is currently pending for patient interface lot# ck01526. A manufacturing record review/device history record for lot# ck01526 was conducted. No nonconformances were documented. Documentation shows that the product was manufactured according to specifications. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient received a decentered flap during the flap creation on the left eye (os). The procedure was aborted and completion of the treatment was rescheduled. The patient did not have any loss of best corrected visual acuity and no other complications were reported.